Event description:
Same as facility medwatch # 3301250000-2005-0117. It was reported that during a coronary drug eluting stenting treatment procedure the shaft broke. The target lesion was located in the non-calcified, 90% stenosed mid right coronary artery (rca). The vessel was predilated with an unknown balloon. The physician positioned the 3.00 x 28 mm taxus express2 drug eluting stent and pulled negative with a 30cc syringe, per protocol, in order to attach the inflation device. After this was done a shaft break occurred. The guidewire was backed out of the body and the broken portion was able to be removed with the guide wire. The procedure was successfully completed with another 3.00 x 28 mm taxus stent. No pt complications were reported. The pt status is reported as `satisfactory/good'.